Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the mattress slides off when transferring patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Although no defect was found, a review of previous similar complaints and a labeling review identified that a possible cause for this issue may be attributed to use error as the velcro on the mattress may not be properly aligned with the velcro on the litter by the operator, leading to a decreased adhesion surface area and decreased hold. The sales account manager, provided feedback on proper alignment of the velcro and proper transfer methods to alleviate the issue.

Event description:
It was alleged that the mattress slides off when transferring patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the mattress slides off when transferring patients. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.